Manufacturer narrative:
(B)(4). Customer retained the product as has not longer concern and continue using the product. The complaint is reportable based on the lowest test result in meter's memory.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 137 and 178 mg/dl. The customer's expected fasting blood glucose test result range is 180 - 215 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is 08/09/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:81mg/dl